Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing an upward trend in shock impedances to high, out of range values. As the lead had been implanted for several years, calcification was suggested as the main reason for this behavior. A commanded shock was completed and the rv lead remains in service. No additional adverse patient effects were reported.